Manufacturer narrative:
(B)(4). Approximate age of device - 18 days. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post operatively, the patient was observed to have a pericardial effusion and elevated lactate dehydrogenase (ldh) of 852 u/l. The patient¿s pericardial effusion was treated with half dose factor vii to stop the bleeding, and then the patient was taken to operating room on (B)(6) 2017 for a chest wash out and pericardial window. For the elevated ldh, heparin was started on (B)(6) 2017. The left ventricular device (lvad) power readings were elevated on (B)(6) 2017, and the ldh continued to rise at 1222 u/l despite continued heparin infusion. An echocardiogram was performed on (B)(6) 2017 which showed normal left ventricle size, and that the aortic valve was closed. On (B)(6) 2017, the patients ldh was 2100 u/l and the powers remained elevated. The patient underwent pump exchange, and it was reported that a clot was visualized inside the pump and was removed from the outflow graft. No additional information was provided.

Manufacturer narrative:
Evaluation of the pump confirmed the presence of thrombus. The report of a clot within the outflow graft could not be confirmed through this evaluation. The pump was returned assembled with the driveline severed approximately 8 inches from the pump housing and a distal portion was returned measuring approximately 30 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed soft, pink depositions adhered in small islands throughout the blood contacting surface of the outlet elbow. Although a specific cause for the development of these depositions and a duration of their presence in the pump could not be conclusively determined, they did not appear to obstruct the flow of blood. A red, tissue-like thrombus was observed on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. The tissue showed evidence of denaturation and contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. Additionally, the tissue could have created additional resistance on the spinning rotor and contributed to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.